Event description:
It was reported that the patient's ipg was inoperable due to patient not charging as recommended. Surgical intervention was undertaken during which the ipg was explanted and replaced.